Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. The allegation towards this lead was confirmed. The gore covering was torn/separated and the shocking coil was stretched.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted. The shocking coil got damaged due to a kink in the introducer sheath. The deformity was discovered after a fluoroscopy was performed. The lead was removed and the vortex covering was noted to be displaced. The lead was never in service. No adverse patient effects were reported.